Event description:
(B)(4). The symptoms started as dizziness and fatigue and then chronic. Pelvic pain. As time went on I've had back pain, nerve pain and joint pain. Headaches more frequently to everyday. Nausea started. I had horrible breast pain and now my breasts are lactating. My memory is shot...brain fog. This device was provided by my provider as a safe device. It has been anything but safe.